Manufacturer narrative:
Clinical review: it is unknown if temporal relationship exists between ccpd therapy utilizing an unknown liberty select cycler, and the serious adverse event(s) of a hernia. The definitive etiology of the patient¿s hernia and/or when it developed are unknown; therefore, causality cannot be established. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred causing the events, the unknown cycler cannot be excluded from having a possible causal and/or contributory role in the creation or exacerbation of the patient¿s hernia. Given the anonymous reporting of the serious adverse events, and an inability to obtain additional information precluded a more comprehensive investigation. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Should additional information become available, this clinical investigation will be re-evaluated accordingly. Plant investigation: t he device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) developed a hernia (type not provided). There were no recorded issues with a fresenius device, or product in relation to the reported event. Attempts to obtain additional information could not be completed as there is no patient name or identifying demographics in which to follow-up.